Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 pen needle 31gx5mm 14 pack were unable to deliver medication during use. The following was reported by the initial reporter: "according to the customer's feedback, customer purchased a box of 14 needles from the pharmacy, 5 of them were blocked and could not inject the insulin".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. Clog test was conducted on 7pcs retention samples no needle clog fail found. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that 5 pen needle 31gx5mm 14 pack were unable to deliver medication during use. The following was reported by the initial reporter: "according to the customer's feedback, customer purchased a box of 14 needles from the pharmacy, 5 of them were blocked and could not inject the insulin."